Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a driveline fault alarm. The system controller event history was reviewed and contained multiple driveline fault alarms, and decreases in speed to 6510 rpm. The patient¿s driveline was visually examined and reportedly had ¿wear¿ and rescue tape in several spots. He was admitted to the hospital due to the decreases in speed, and his system controller was exchanged. No further alarms occurred. On (B)(6) 2015, the manufacturer¿s technical service representative went to the hospital and evaluated the driveline. A continuity test was performed and revealed that all of the wires were intact. The patient has had no further deceases in speed or driveline fault alarms.

Manufacturer narrative:
Approximate age of device ¿ 7 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the supplemental medwatch report.

Manufacturer narrative:
The system controller was returned for evaluation. X-rays were also submitted by the customer and review of the images did not show any conclusive evidence to indicate a potential driveline issue. The investigation confirmed the reported decreases in speed and driveline fault alarms during the review of the log file. A driveline fault alarm was first activated on (B)(6) 2015 at 10:52am. The driveline fault alarm reactivated at 2:12pm and remained active until the driveline was disconnected to exchange the system controller. The system controller passed functional testing. However, during extended run testing a driveline fault alarm activated and remained active until the driveline was disconnected. A specific root cause for the driveline fault alarm was unable to be determined. Similar events have been identified related to the sensitivity of the driveline fault algorithm. The issue is being addressed through the corrective and preventive action process. The decreases in speed were not reproduced during analysis, and a correlation between the reduction in speed and the system controller could not be conclusively determined through this analysis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.